Manufacturer narrative:
Ge technical support performed a checkout of the unit remotely with the customer. Log review confirmed unit had an error. Checkout did not replicate the issue. The unit was rebooted to resolve the issue. No repair necessary. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error during a case resulting in a loss of mechanical ventilation. The unit was rebooted and case completed. There was no patient injury.

Event description:
The hospital reported an error during a case resulting in a loss of mechanical ventilation. The unit was rebooted and case completed. There was no patient injury.

Manufacturer narrative:
Ge technical support performed a checkout of the unit remotely with the customer. Log review confirmed unit had an error. Checkout did not replicate the issue. The unit was rebooted to resolve the issue. No repair necessary. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Ge technical support performed a checkout of the unit remotely with the customer. Log review confirmed unit had an error. Checkout did not replicate the issue. The unit was rebooted to resolve the issue. No repair necessary. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).